Manufacturer narrative:
Additional information: d10, h10. The reported event of a round, bulbous deployment was noted upon initial deployment. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications with no root cause definitively established upon further analysis, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 25mm amplatzer septal occluder was selected for implant. During deployment of the device, it failed to conform to the septum, but assumed a deformed shape. The physician removed the device and implanted a 25mm pfo device. The procedure was successfully completed and the patient was reported to be stable.